Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 25feb2026, there was no patient involvement.

Manufacturer narrative:
The device was not returned. Reported issue: it was reported that the arctic sun device had water cooling malfunction. Repairs related to the reported issue: the repairs for the reported event are currently unknown but will be updated if more information is provided. The reported issue was inconclusive. The root cause for the reported event could not be determined. The repairs for the reported event are currently unknown but will be updated if more information is provided. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections made to tab e. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 25feb2026, there was no patient involvement.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.